Event description:
It was reported that stent dislodgement occurred. A 2.75 x 12mm synergy xd drug-eluting stent was selected for use. However, the stent came off the balloon when the physician pulled out the stylet. The procedure was completed using an alternate method and no patient complications were reported.